Event description:
It was reported the depth gauge for 2.0mm and 2.4mm screws has a broken tip, the issue was found during sterile processing. No patient involvement due to complaint issue being discovered outside of the operating room this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service and repair records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: no service history review can be performed as this is a lot controlled item. Service history evaluation is unconfirmed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.